Event description:
The report received from the affiliate indicated that the hub of the dura star balloon broke when trying to insert a syringe to inflate the device was confirmed during investigation of the event. Analysis of the returned device indicated that cracked hub could not be observed with an unaided eye and was not confirmed. However, the unit was received broken into two sections; the section where the shaft broke appeared as if it had been kinked before it got broken. Per the reporter, there were no anomalies noted when the device was initially removed from the package. The device was not inserted through a stopcock instead of a hemostatic valve. The device was not used in the pt.

Manufacturer narrative:
The report received from the affiliate indicated that the hub of a sakura dura star, 3.50 x 15 was cracked. The failure was noted when the product was connected to the indeflator. The package was intact. The device was not clinically used in the pt. The product was returned for evaluation. One non-sterile 3.50 x 15 mm dura star ptca catheter was received coiled inside of plastic bag. A crack in the hub could not be visually observed. The unit was received broken in two pieces. The pieces where the shaft broke appeared as if the shaft had been kinked before it broke and separated. One kink over the shaft was observed. No damages over the outer body section were observed. A syringe was connected in order to look for the reported luer hub crack but it was not found. During microscopic analysis two scratches were observed over the hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. After visual and microscopic analysis, the reported crack was not confirmed. The exact cause of the scratches over the hub, broken shaft as well as the kink could not be conclusively determined. An attempt to clarify the reported event indicated that the device could have separated when the nurses put it in a plastic bag to keep aside for shipment. There is no indication to suggest that the damages found in the product could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.